Event description:
Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abraded openings were identified in the outer and the inner silicone tubing of the returned lead portion. Scanning electron microscopy images show that pitting or electro etching condition have occurred in at least one strand of quadfilar coil. The coil shows appearance suggesting that a stress-induced fracture has occurred in at least one strand of the quadfilaf coil. However, due to metal dissolution, mechanical distortion and/or surface contamination the fracture mechanism of other strands cannot be ascertained. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted lead was received but product analysis is still underway.

Event description:
Patient presented with high lead impedance and was referred for a revision. The x-rays were noted to be normal and there was no reported patient trauma. The patient underwent a lead revision surgery. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.